Event description:
While inserting the breathing sensor the physician accidentally entered into the pleural space. A thoracic surgeon was called into the room to confirm there was no pneumothorax. He instructed the surgeon to suture the muscle over back together over the pleural space and use the rib space above the one he was working with to insert the breathing sensor. The remainder of the procedure was completed with no issues. The ent elected to keep the patient overnight for observation.